Event description:
It was reported that during the procedure the tip of a final driver sheared off in the closure top. The tip of the driver was left in the patient and the case was completed using an alternate driver. There were no reported patient impacts associated with the retained tip.

Manufacturer narrative:
Additional information in b4, d4 (UDI number is n/a), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned driver was evaluated. The tip was found to be fractured, confirming the complaint. A review of the manufacturing records did not identify any issues which would have contributed with this event. A CAPA was initiated for this issue previously. The root cause was determined to be that the drivers could not withstand the greater-than-expected torque that is likely being applied intraoperatively due to additional off-axis force and the increased torque range of the handle. The design was enhanced to remove the ruby ball feature and change it to a straight solid tip. The driver associated with this complaint was manufactured prior to the design enhancement.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tip of a final driver sheared off in the closure top. The tip of the driver was left in the patient and the case was completed using an alternate driver. There were no reported patient impacts associated with the retained tip.